Event description:
A zoll lifecor pt services rep contacted customer support to report that a (B) (6) male pt was having difficulty with his electrode belt. The pt reported the belt would not stay connected to the monitor. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The e-belt connector was physically damaged and would not stay connected to the monitor. The cause of the physical damage cannot be positively determined. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.